Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k013227. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that the implant was removed due to peri-implantitis. Also, implant is site 19 fractured at the collar. Removed implant and will return to complete implant procedure and place bone graft. Noted: pain and inflammation.